Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned, therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
The patient had a percutaneous endoscopic gastrostomy (peg) tube placed on (B)(6) 2016. The patient was unable to void after the procedure and a foley catheter was placed which delayed the discharge. The patient experienced severe pain, an exploratory laparoscopy and endoscopy was performed and perforation was ruled out. The patient was admitted to surgical intensive care unit (ICU) on (B)(6) 2016 and was extubated at an unknown time.

Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. No confirmed trends were identified. A return sample evaluation was not performed because tubing was not available. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.